Event description:
Pt reported "sharp burning pain" at the left shoulder that the pt attributes to the lap-band system. The pt reported that the physician is not convinced it [pain] is associated with the lap-band. The pt reported "about a week and a half ago" the physician "removed 4ccs of fluid" from the pt's lap-band system and the pt's "symptoms [of pain] disappeared." The physician confirmed that the shoulder pain is not related to the lap-band system. The pt also experienced "heartburn and vomiting" that was related to the device. Fluid was "taken out" and the pt was prescribed omeprazole. The device has not been explanted and surgery is not scheduled.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2013. The device has not been explanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Reflux, vomit and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of heartburn and reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the possible heartburn, vomit and reflux as follows: "fluid should be removed from the system if there were symptoms of excessive restriction or obstruction, including excessive sense of fullness, heartburn, regurgitation and vomiting. If symptoms are not relieved by removal of the fluid, a barium meal should be used to evaluate the anatomy."